Event description:
Tight iliac anatomy created challanges for sheath insertion, though ultimately both the 12 fr and the 18 fr introducer sheaths were inserted successfully. During the insertion of the sheath, a portion of the proximal left common iliac artery as well as the left side of the distal aortic waist dissected, resulting in blood loss. An occlusion balloon was used to tamponade the aorta while the introducer sheaths and the excluder bifurcated endoprosthesis trunk-ipsilateral device were positioned. All devices were successfully placed and deployed; thus, covering and repairing the dissected region. At the conclusion of the case, the 18 fr introducer sheath was removed without incident, but the 12 fr sheath dislodged during the closing process; thus causing further blood loss and a drop in blood pressure. Direct pressure was applied at the site and the 12 fr sheath was repositioned. Blood pressure levels returned to normal and the patient was stable . The total blood loss was 2 liters. Cell saver was given to the patient.